Manufacturer narrative:
Pending evaluation.

Event description:
Revision of left knee, patient with clinical and radiological signs compatible with loosening of the tibial component, infection was discard, is taken to revision of left tibial component, the femoral component is stable, procedure without complications.

Manufacturer narrative:
The engineering evaluation of the revision reported was likely the result of an insufficient bond between the implant(s) and the bone, which led to aseptic (non-infected loosening) of the tibial tray and/or the tibial tray stem extension. However, this cannot be confirmed as the devices were not available for evaluation and no further information was provided. Concomitant devices: tibial ps insert, size 3, 9mm (cn: 204-23-09, sn: not reported).